Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if add'l information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that prior to a surgery the surgeon noticed a loop of wire near the jaws of the ligasure atlas handpiece. The surgeon deemed it unsafe, therefore another of the same device was opened and used. There was no ill effect to the pt.